Event description:
Discordant glucose results were obtained on an advia 2400 for 84 pts. The results were reported to the healthcare provided(s). The pt samples were repeated on another advia 2400 system and the corrected results were reported. The customer did rerun discordant pt results when they recognized qc was shifting every few hours. There were no reports of adverse health consequences or known pt intervention due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined the halogen lamp that supplies light to a diffraction grating needed to be replaced. The lamp was replaced and the instrument is performing within specifications. No further evaluation of the device is required.